Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown issue at the ipg site. The patient was doing well postoperatively. Additional information was received that the explanted ipg will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown issue at the ipg site. The patient was doing well postoperatively.